Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The keypad overlay had weak adhesive bond at all location.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that the pump was leaning against the body for an extended period of time. The customer was not able to clear the alarm. The product was returned for analysis.